Event description:
It was reported that during the use of the fusion cardiotomy venous reservoir (cvr), there was an alleged product issue involving a defoamer, which resulted in foam creation on one side of the reservoir. There was no air entrainment down the venous and it was a s traightforward procedure. The use of the device was unspecified. No patient complications have been reported as a result of this event. The reservoir lot numbers associated with the custom pack are 229423216 and 229423217.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the bubbles started to form 5-10 minutes after initiation. There were no changes in c annulation. There was no placement issue with the cannula which allowed air into the venous cannula/line. There was no air entrainment down the venous line. The venous line was not partially obstructed when the bubbles or foam appeared. There were no implements on the venous line. No vacuum assist was used. The purge line was run open into the venous reservoir luer during bypass. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.